Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak due to cut brown striped tubing in pinch valve pv54. The fse cleaned the spillage and replaced the tubing in pv54 to resolve the leak issue. (B)(4).

Event description:
The customer reported a fluid leaked from the left side of the coulter lh 750 hematology analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and eye protection at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.